Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Sample information: perfusor space, 8713030, serial number: (B)(6), software version: n030005. History inspection: the device history files were read and analyzed. According to the customer, the date of the incident was (B)(6) 2026. Therefore, this day was analyzed. The device was started on (B)(6) 2026, at 8:13:36, and a 50 ml ops syringe was inserted containing 34,22ml. The medication propo1 was selected in the medication database. At 8:34:08 the infusion was started with da rate of 6ml/h. From 8:34:19 to 08:36:14, a bolus was triggered three times on the device, each with a volume of 2 ml. At 09:04:37, the device displays a pressure alarm, and simultaneously, it enters the error state da1018. Subsequently, two further attempts were made to switch on the device. However, during the self-test, the device consistently returned error 1022. The device did not deliver an unintended or automatic bolus. Visual inspection: the cover caps on the screw pillars were intact and undamaged. The production seal on the lower housing was damaged. The device was in a clean and undamaged state. Functional inspection: the device was switched on. During the selftest, da1022 was displayed. Due to da 1022, a complete functional check and a flow rate measurement could not be performed. Individual inspection: reconstruction of the error sequence: it cannot be ruled out that the error occurred in the following manner. The patient was connected to two syringe pumps. The pumps and the cannula were connected via a three-way valve. The three-way valve was open in all directions. The tubbing leading from the three-way valve to the patient must have been occluded, or its flow must have been severely restricted (e.g., by a cannula that was too small). The complained perfusor space delivered propofol with 6ml/h. Subsequently, a second syringe pump was switched on. This pump must have infused a large quantity of contrast medium into the tubing system at very high pressure within a short period of time. Due to the high pressure from the second syringe pump, the perfusor space was expected to shut down via the pressure alarm, which it did. However, since the tubing leading to the patient was " occluded", the pressure generated by the secondary pump was not delivered to the patient via the three-way valve but was instead diverted through the open three-way valve toward the perfusor space. At a pressure of 1060 mbar, the perfusor space triggers a pressure alarm. At a pressure of 2500 bar, it just switched to da1018. This occurred almost simultaneously. Based on customer descriptions, the syringe within the perfusor space must have been under very high pressure, causing the syringe to refill with a mixture of contrast medium and propofol. At no point did the perfusor space deliver an automatic or unsolicited bolus. However, it is possible that fluid, or pressure escaped when the tubing system was opened. This pressure, however, was not generated by perfusor space. After the pressure became excessive, the wings of the ops syringe snapped off, and the syringe shifted to the left within the perfusor to relieve the pressure in the system. Disassembly: it was found that the drive has excessive axial clearance, the claw mechanism is broken, the drive head housing is broken, and there is a defective electronic component on the circuit board, but this component has nothing to do with errors da1018 or da1022, or with the pressure monitoring system. Conclusion: the defect could be confirmed. Based on the customer's error description and the history, the error was successfully reproduced. The fault was triggered by "occlusion" in the tube and a device in the system which generates very high pressures. This is considered a handling error. Additional information: the device's pressure sensor was damaged by the extremely high load, causing error da1022. It is not advisable to have two devices supplied simultaneously through a single access point nor to intentionally shut down one device by triggering a pressure alarm using the high pressure from the other device. Furthermore, the perfusor space is not designed for line pressures exceeding 1060mbar because damage may occur. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k092313, k172831, k191910.

Event description:
According to the complainant: "the chief physician and I had another sedated MRI procedure today, as we have often had before. The patients receive propofol for sedation via a perfusor (6 ml/h). The propofol is administered through a three-way stopcock via a peripheral venous access. Through this same access, the contrast agent is (usually) administered at the end of the examination, also via a pump. Normally, the perfusor then stops and gives me a pressure alarm. I can usually acknowledge this alarm and restart the perfusor after the contrast agent (and 10 ml nacl) has been administered. This time, however, the pump did not stop; instead, most of the contrast agent was pushed into the line of the perfusor. Subsequently, the pump did not stop either but suddenly attempted to deliver a bolus. First, the syringe[?]which had already been missing 10 ml (filled with 40 ml)[?]refilled again to 50 ml, and then 10 ml were delivered as a bolus within a few seconds. This happened so quickly that the wings of the perfusor syringe broke off. The pump could not be stopped. I had to forcibly pull the syringe out of the perfusor. If I had not done this, we do not know how much propofol the pump would have delivered. If, for example, another 10 ml had been administered, it could have resulted in respiratory arrest in the patient."